Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 6.0 x 20, 135cm mustang balloon catheter was advanced for dilation and was initially inflated up to the rated burst pressure. However, during the fifth inflation at rated burst pressure, the balloon ruptured. The device was removed and replaced with a 6.0 x 40, 135cm mustang balloon catheter, which was also inflated up to the rated burst pressure, but the balloon still ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition.